Event description:
It was reported that the patient presented in clinic during follow up. The device was found to be in backup vvi. The patient was in atrial fibrillation. The patient received three in-appropriate shocks. Device download was performed successfully. No patient issues noted after device download. Patient was stable.